Manufacturer narrative:
X-smart plus drive shaft: bad maintenance (user) there is some foreign matter on the drive shaft. X-smart plus cartridge: the ball bearing of the cartrige is broken (the balls are more in the ball bearing). X-smart plus head cap: bad maintenance (user) there is some foreign matter on the head cap. X-smart plus bearing retainer: broken h1033c1051113 x-smart plus wave washer: can't be removed from head assembly.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that an x-smart plus contra angle won't hold files; no injury resulted.